Manufacturer narrative:
The lot number was unknown. Therefore, device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an expert tibial nail (etn) surgical procedure for a tibial diaphyseal fracture, it was observed that the drill stopped working while in use with the radiolucent drive device and compact air drive device. According to the report, the surgeon then pulled the drill out of the patient's bone and pulled the trigger of the small battery drive device to continue the procedure but the drill did not turn and only made a ratchet sound. It was reported that the small battery drive device, adaptor device and quick coupling device were in use with the radiolucent drive device; however, there is no alleged malfunction for these devices. There was a five minute delay in the surgical procedure as a spare radiolucent drive device was used to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.